Event description:
Per the clinic, the patient had a decrease in performance. The results of an integrity test (B) (6), 2009 indicated a device failure. Explant and reimplantation is planned, but had not taken place at the time of this report december 9, 2009.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per the clinic the device is not available for analysis. Additional information has been requested but has not been made available as of the date of this report. (B)(4).